Event description:
It was reported that ¿during a surgery for paranasal sinus tumor removal, the curved dcr bur was used to drill and cut the bone inside the nose; however, its tip broke off in just about 10 seconds after it started to be used. Therefore, the procedure was continued using a spare device, and completed with no delay or adverse effect.¿ it was confirmed that the tip ¿did not drop inside the patient¿. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.